Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify low battery life due to blank display. The insulin pump was received with missing end cap sticker and scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 199 mg/dl at the time of the call. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did return after inserting a new battery. The customer stated she would prefer to change the pump. The insulin pump will be returned for analysis.